Manufacturer narrative:
D3 - manufacturer address 1: tavor building 1, industrial park. D3 - manufacturer zip/postal code: 2069203. G1 - MFR site address 1: tavor building 1, industrial park. G1 - MFR site zip/post code: 2069203. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but the device was discarded. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: device history record (DHR) review: a ship history review for the reported upn was performed for the reporting customer. Batches (38319798), (38269582), and (38254839) were most recently shipped to the reporting facility in the 3-year period preceding the procedure date. There were no manufacturing deviations for any of the three batch numbers that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the iceforce 2.1 cx 90 degree needle device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that there was bleeding requiring additional surgery. Four iceforce 2.1 cx 90 degree needles were selected for use in a kidney cryoablation procedure. Imaging was performed throughout procedure, and there was no evidence of bleeding. At the end of the procedure, active thaw was performed for 6 minutes. All four needles were removed. A post scan revealed bleeding. An additional post scan was performed, which confirmed excessive renal bleed, and the patient was hypertensive. The patient was transferred to the operating room for surgical removal of the kidney. The kidney was removed due to too much trauma and blood loss. The patient was admitted to intensive care. It was unknown whether the devices or procedure caused or contributed to the adverse event.